Event description:
The customer called to report an alarm, moisture damage and a blank display. Unable to troubleshoot the alarms due to the blank display. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage and a corroded electronic and motor assembly.